Event description:
The pt was implanted with a left ventricular assist device. Approx 6 months post-implant, the pt had a gastrointestinal (gi) episode and anticoagulation therapy was stopped for a month. When anticoagulation therapy was resumed, the pt exhibited signs of hemolysis and high pump power consumption was observed. An obstruction was suspected and thrombolysis was initiated. The pt parameters improved and the pt was resent home. Approx 1 month later (9 months post-implant), the pt returned to the hospital with hemolysis, high power and reports of not feeling well. Thrombolysis was started with no effect and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The explanted pump was returned to the MFR for eval and is currently in process. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.